Manufacturer narrative:
Complaint device has been destroyed and is not available for evaluation. Therefore, this report is based solely on customer-provided information, which includes images of the complaint units. An image of the complaint device appears to show that the connecting strap was cut with a scissors or sharp object, as it has a clean or straight cut with no signs of tensile strength failure. The was no other evidence of any previous cuts or tears in the product. The box stitch joining the foam, wash label, and webbing containing the d-ring remained intact and did not fail, as evidence by the photo provided by the customer, the malfunction was in the foam. The investigation concluded that there was an excessive amount of force applied by the patient, causing the foam to tear. Overall, review of the pictures of the complaint devices did not reveal any visual manufacturing issues. The devices appear clean and the labeling is present and legible. Customer submitted photos of the failure indicate that the device performed as can be expected when the instructions for use (IFU) are not followed, or certain steps are omitted during device application. Additionally, contraindications in the IFU provide a warning not to use this device with someone who has continued highly aggressive, combative behavior, self-destructive behavior, or deemed to be an immediate risk to others or to self. According to the user submitted medwatch report and the patient¿s demeanor, this economy limb holder may not be the correct restraint device for this aggressive patient. The root cause for foam failure was identified as failure to follow the recommended IFU steps for application for use or use with a combative behavior, self-destructive behavior patient type, which is contraindicated for this product. Historical complaint data review found two other complaints received for this device and failure in the last 2 years, both from this user facility. Posey has performed in-service with the customer, and provided on-site training on 25 november 2019. Additional in-service re-training was completed on july 23, 2020. Due to complaints received that the event was recurring after re-training was performed, an internal investigation was launched resulting in the initiation of a change control to revise the IFU to include a warning that the failure may occur if the critical steps are not followed. Additional in-servicing with the user facility will take place upon completion. No further corrective or preventive actions are required at this time. Manufacturing reference file# (B)(4). Device not available for return.

Event description:
Per FDA report #2400010000-2020-8010 "patient displaying increased agitation. Multiple security officers were in the room, along with police officer and multiple nursing staff. The patient was verbally abusive towards the staff. Patient started to pull and rock on the beside rails, and he was able to break through the soft wrist restraints (bilateral soft wrist restraints started for prevention of pulling out life sustaining ivs and tubing. Patient was placed in metal handcuffs. Broken restraint was sent to the quality department." No product information provided. No gtin provided.